Manufacturer narrative:
Philips service identified the need for an on-site visit and cooling unit replacement, which is pending. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a generator error prevented cine imaging the radiation lamp focus was burnt on an integris allura 9c integris allura 9f. The clinical use of the system was in use. There was no reported patient or user harm.